Event description:
It was reported that during preparation, the farawave pulsed field ablation catheter was received and had a punctured hole on the package. The hole punctured into the package caused loss of product sterility. The lot number for the catheter is not available as the catheter was disposed and not used.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.